Manufacturer narrative:
Concomitant product: addrl1, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial lead (ra) and right ventricular lead (rv) were confirmed to be fractured. The leads were capped and a new rv lead was implanted. No further patient complications occurred as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.